Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The leads were noted modified because no problems were noted. On 2015 (B)(6) the device was examined and it was noted that the spinal cord stimulator was working without problems. The issue resolved with programing and no device event was noted. Relevant medical history included: spinal pain

Event description:
Additional information reported the patient was reprogrammed as an intervention after the stimulator was replaced. All impedances were within range following the replacement.

Event description:
It was reported that the patient fell and experienced a change in stimulation after the fall. This resulted in inadequate pain relief. The implantable neurostimulator (ins) battery was at end of life (eol). The device was in continuous mode and the site considered it normal battery depletion related to the patient¿s constant use of the device. The device was explanted. The event was considered related to the device or therapy and not related to the implant procedure. The etiology was considered not due to programming. The outcome was reported as ongoing.